Event description:
See also manufacturer report 2032545200806463. It was reported that while placing a bravo ph monitor, the capsule would not attach to the patient. It was found in the esophagus. This was the second capsule attempted for this patient, and the procedure was aborted. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or, when additional information is received from the hcp.